Event description:
It was reported by svc report that the hydraulic sub-assembly was leaking causing issues when attempting to raise the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic sub-assembling leaking out to the point of both power and manual modes being inoperable.